Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the electrode belt failed a te recognition test. The cause of the test failure was due to an open pulse wire in the cable connecting the dn and ECG b. The cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an electrode belt for an unrelated issue, a reportable device malfunction was found. The electrode belt failed a therapy electrode recognition test.